Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left atrial appendage using a lantern delivery microcatheter (lantern), a ruby coil, a packing coil (pc), and a non-penumbra sheath. It was reported that the patient had a non-penumbra left atrial appendage closure placed in the heart and there was a small area where blood flow was noticed. During the procedure, the physician advanced the lantern through the sheath and decided to remove the lantern to exchange the sheath for better support. While removing the lantern, the physician noticed that the lantern was fractured at the proximal end. The lantern was removed and was not used for the remainder of the procedure. The procedure was completed using another lantern, a ruby coil, a packing coil (pc), and the same sheath. There was no report of an adverse effect to the patient.